Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record, patient was revised to address left periprosthetic femoral shaft fracture. Before the revision, the patient reported injury, severe pain, loss of consciousness, seizure, weakness, dizziness, loss of vision, hearing loss or chest pain,abdominal pain, fever, and vomiting, trouble walking, limited rom,swelling, shortening of left hip. Revision notes reported of femoral stem revealed that the sleeve was bony ingrown. A tamp was used to loosen the metal liner and then this was removed. The fracture itself was exposed through the vastus lateralis. Fracture was bypassed. There was a small butterfly fragment medially. Operative notes stated that a fracture of the mid femoral diaphysis was noted. Doi: (B)(6) 2005-dor: (B)(6) 2011, (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.